Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "hematoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine in the glabella and marionette lines. Patient developed an immediate hematoma "on the glabella upwards on the forehead and in the direction of the nose". Patient was treated the next day with hyalase 150iu, asa intake, antibiotics, and heat. Hylase treatment was continued on day 1 and 2 after symptom onset. Symptoms have resolved.